Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device contained no fluid. Brown material was observed within the device and on the shell surface. During evaluation, siltex cracking was observed on the posterior aspect. No other anomalies were observed. Mentor performs 100% inspection and testing of all devices prior to release. Complaint could not be confirmed since there is no event to compare with. At this point, is not possible to determine a root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing at this time is not possible to determine the origin of the brown material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
Blind device received in product evaluation lab on 7/09/2018 with no complaint information attached and could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a mentor siltex round moderate profile 375cc saline implant characteristic of a removal and replacement. As a result, this will be conservatively reported to FDA.